Event description:
Intense inflammation in one knee (arthritis), swelling in one knee (joint swelling). Case description: spontaneous report received on (B)(4) 2010 from a physician regarding a pt, initials age and gender unk. The pt had a history of synvisc treatment for 5 years in both knees. The pt received a synvisc injection on an unspecified date. Twenty four to 48 hours after this injection, the pt presented with intense inflammation and swelling in one knee. The physician reported that it was necessary to aspirate the product and wash with physiological solution. The event receded after the product removal. As of the date of receipt of this report, the pt had recovered. See (B)(4) for other adverse events from this reporter. Add'l info was received in the form of a qa investigation summary on (B)(4) 2010. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.